Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned the endoscope reprocessor to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited carbon build up. There was no patient involvement.